Event description:
The customer reported a cgm error 42 occurring with their device, which had recently come out of storage mode. Despite performing a pump reset as instructed by technical support, the error persisted. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the customer's warranty status, and verified the shipping address. The customer was instructed on how to put the pump into storage mode before returning it and agreed to use a pre-paid label for the return within 10 days.